Manufacturer narrative:
Siemens has requested instrument log files for further investigation. Customer has provided the files and investigation is underway. The cause of this event is unknown.

Event description:
Customer reported that they received discrepant high sodium result for the same patient on their rp500e instrument compared to new sample for re-testing on a non- siemens device. There was no reported injury due to this event.